Manufacturer narrative:
Concomitant medical products: product ID :3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor who reported that the patient programmer was not working to increase stimulation as the patient kept seeing the turn stim on message. The patient was assisted with turning stimulation on and then indicated that stimulation was "vibrating" on them and clarified that stimulation was uncomfortable. The caller was assisted with reducing stimulation to a comfortable setting on program 2 at "two something." Then the caller indicated that they had been on program 3 at 5.2, but didn't know how they got to program 3 and that the patient programmer (pp) has been "using batteries." The patient again reported a lack of therapy since implant, but indicated that at an appointment with their healthcare provider (hcp) the program was changed and "it seemed like it was working," but then the patient developed a urinary tract bacteria and started taking antibiotics for that (resolved at this time). Additionally, the patient indicated that they have been on all other channels and thought that 1, 2, and 3 made it worse. Patient status is unknown at the time of this report and the issues were not reported to have been sudden. There were no further complication reported or anticipated.